Event description:
I went to my obgyn to remove my copper t after 11 years and she suggested the essure device advising of no side effects, and a simple procedure with basically no complications, no surgical issues or risk and more effective than tubal ligation. After the insertion on (B)(6) 2016, I started with irregular periods. Two weeks after the insertion, I saw my period again and stayed heavily bleeding for 1 month, then I didn't see my period for 3 months. When I got my period back by (B)(6) I was bleeding for a week and I thought everything will be back to normal, since I never have any issues or irregular periods, unfortunately that was not the case and I did not have my period for 3 months, (B)(6). After (B)(6), I saw the period again 6 months after in (B)(6), did not stop bleeding for months, and to make long story short I am still bleeding. Sometimes I bleed so much that I have to change my pad every hour and I have thought of going to the hosp, the blood clots I dropped in the toilet scared me sometimes. Besides the cramps, back pain, hip pain, and painful intercourse. I have also gained after the insertion without any results from diet. My life has become a before and after since I have the essure.